Manufacturer narrative:
The pump was received with no button response on the up arrow button due to corroded keypad traces. The pump was unable to perform displacement test due to unresponsive keypad. The pump was received with cracked lcd window, cracked case at display window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump.